Manufacturer narrative:
Not yet required for this product. The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection of three recent lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. Since the lot number was not provided by the user facility a review of the production and complaint records was not possible. Based on the investigation results, the representative retention samples were confirmed to be normal product. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the valve leaked on the involved device. Follow up communication with the user facility confirmed the following information: the customer prepared and assembled the dilator/sheath as usual; when the guiding catheter was introduced the gs valve started to leak more than usual even if catheter was coaxial in the hub; the customer tried to keep radial access and control bleeding by cutting the catheter while in the gs; the customer wanted to reintroduce our ss into guider/gs but cutting the guiding catheter compromised guider lumen and was not able to reintroduce ss wire; during this attempt to keep access, the entry point became bigger and then the customer decided to stop radial access; it was reported that the customer changed their approach to femoral with a rss604 device; it was reported that the patient lost about 50cc of blood; the procedure was successful; and the patient is fine and is in stable condition.